Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the anastomosis was treated with one admiral xtreme pta. Approximately 13 months post index procedure, avf stenosis was reported. The anastomosis was treated with a non-mdt pta. The patient was also treated with medication. The patient recovered. The investigator assessed the event as not related to the index device, procedure or paclitaxel medication. Safety assessed the event as not related to the index device, procedure or paclitaxel.